Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2018. If implanted; give date: unknown/not provided. If explanted; give date: n/a (not applicable); as the intraocular lens remains implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lint was found on the posterior side of the lens when it was inserted into the eye. The physician removed the lint successfully with no patient complication. There was no wound enlargement and patient appeared fine immediately post-op with no injury noted at the time of surgery. Both the cartridge and lint were discarded. Per account, the inserter was not placed in a cup of balanced salt solution (bss) and left on the mayo stand. There was no patient injury. No additional information provided.

Manufacturer narrative:
Device evaluation: the lens remains implanted, and the cartridge and lint were discarded. Therefore, the complaint could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.